Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet, with glucose readings around 40¿60 mg/dl lasting approximately 1¿2 hours, and that the issue has persisted since initial use despite education and prior contacts. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and education, review of device alerts indicating low and urgent low notifications, and outreach to field and clinical support. Investigation of this case revealed that the device alerted appropriately and that the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.